Event description:
Information was received indicating that while in use, a smiths medical cadd legacy plus pump exhibited beeping and the screen stated issue with the clamp. It was also reported that pump was inspected, it stated 7.8ml remained, however bag in cassette was completely dry, infusion completed 2.5 hours early. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Additional contact: (B)(6).

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No problems or issues were identified during this device history record review.